Event description:
It was reported that the patient experienced twitching in the chest with pacing one day post implant of this lead. Review of electrograms (egms) and x-rays noted the lead was likely unintentionally placed in the middle cardiac vein at implant. The patient remained hospitalized and was scheduled for a lead revision procedure on a future date. No additional adverse patient effects were reported. Available information indicates this lead remains in service. Additional information was requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The lead was successfully repositioned. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.